Manufacturer narrative:
Corrected complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color. Finally, the blocker was withdrawn. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Postoperatively, a 6f exoseal was used for blockage and hemostasis. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. When slowly retracting the device at an angle of approximately 50° degrees, the blood return indicator pulsatile blood flow stopped, and then slowly withdrew the blocker for approximately 1 cm, but the blocker indicator window did not change color, and then continued to slowly retract the device, and the operator attempted to change the angle several times, but the indicator window never changed color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. The device was not attempted to be deployed outside the patient¿s body. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, or stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a lower extremity arterial occlusion surgery with a retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had several years of experience using the exoseal. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18341779 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color. Finally, the blocker was withdrawn. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Postoperatively, a 6f exoseal was used for blockage and hemostasis. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. When slowly retracting the device at an angle of approximately 50° degrees, the blood return indicator pulsatile blood flow stopped, and then slowly withdrew the blocker for approximately 1 cm, but the blocker indicator window did not change color, and then continued to slowly retract the device, and the operator attempted to change the angle several times, but the indicator window never changed color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. The device was not attempted to be deployed outside the patient¿s body. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, or stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a lower extremity arterial occlusion surgery with a retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had several years of experience using the exoseal. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18341779 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) never changed color. Finally, the blocker was withdrawn. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Postoperatively, a 7f exoseal was used for blockage and hemostasis. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. When slowly retracting the device at an angle of approximately 50° degrees, the blood return indicator pulsatile blood flow stopped, and then slowly withdrew the blocker for approximately 1 cm, but the blocker indicator window did not change color, and then continued to slowly retract the device, and the operator attempted to change the angle several times, but the indicator window never changed color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. The device was not attempted to be deployed outside the patient¿s body. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, or stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a lower extremity arterial occlusion surgery with a retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had several years of experience using the exoseal. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.